Event description:
It is alleged that the pt had a howmedica dall-miles system trochanteric clamp placed in his hip as part of a hip replacement in 2007. It is further reported that, the pt had to undergo a revision surgery due to failure of the clamp."

Manufacturer narrative:
Na